Event description:
Device malfunction: came out of vessel. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. The patient was heavily anticoagulated. Reportedly, when the physician went to deploy the device, after the third click and the arrows lined up, the device came out of the vessel. Hemostasis was achieved with manual compression. No additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.